Event description:
Defective photopheresis kit. Unable to pass prime cycle due to multiple "prime 4" alarms. Two kits were disposed while attempting to prime the device. The kits were from the same lot number. This event did not reach the patient but resulted in procedure delay.